Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported to boston scientific that a spyglass direct visualization probe was used during a cholangioscopy procedure performed on (B) (6) 2010. According to the complainant, during the cholangioscopy, they were able to position the spyglass direct visualization probe at the pancreatic duct. The probe was used for 15 minutes and then the probe broke in two separate pieces at the connecting sheath. The physician removed the entire device from the patient. An ercp was performed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the imaging and illumination fibers separated at the distal end of the pebax tubing. Proximal cam groove slot shows minimum wear. The condition of the returned incident device was consistent with the complaint which stated that the probe broke in two separate pieces. Based on the results of the investigation the most probable root cause is undeterminable. Review and analysis of all available information fails to indicate a root cause or probable root cause. The spyglass visualization probe has been validated to 20 cycles of reprocessing with no image degradation. The true number of procedural uses will depend on how the spyglass probe is handled. A review of the device history record (DHR) was performed; no deviations cited or observed on any documents. (B)(4)

Event description:
It was reported to boston scientific that a spyglass direct visualization probe was used during a cholangioscopy procedure performed on (B)(6), 2010. According to the complainant, during the cholangioscopy, they were able to position the spyglass direct visualization probe at the pancreatic duct. The probe was used for 15 minutes and then the probe broke in two separate pieces at the connecting sheath. The physician removed the entire device from the patient. An ercp was performed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.